Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the physician placed the first mesh leg assembly into the patient's sacrospinous ligament. When the physician then attempted to throw the second mesh leg assembly through the patient's other sacrospinous ligament, approximately one centimeter of suture, with the needle at the end, detached outside the patient. The procedure was completed with another pinnacle posterior pfr kit without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the physician placed the first mesh leg assembly into the patient's sacrospinous ligament. When the physician then attempted to throw the second mesh leg assembly through the patient's other sacrospinous ligament, approximately one centimeter of suture, with the needle at the end, detached outside the patient. The procedure was completed with another pinnacle posterior pfr kit without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The pinnacle posterior pfr kit was returned with only the capio device. The mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed there were no defects. Functional testing of the device showed that it operated freely and smoothly. The directions for use for the device include the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event was determined to be operational context.